Manufacturer narrative:
Service was not dispatched for this incident. Root cause is not known but this appears to be a reagent issue.

Event description:
The customer reported that on (B)(6) 2011 false positive rheumatoid factor (rf) patient results, associated with the use of a specific immage immunochemistry system rheumatoid factor (rf) reagent lot, were generated on an immage immunochemistry system. Immage immunochemistry system rheumatoid factor (rf) reagent lot m101865 was in use on this instrument at the time of the event. Beckman coulter inc. Assessment of customer supplied data revealed the generation of nine positive rf patient results. No confirmatory repeat rf testing was provided by the customer. The erroneous rf results were reported out of the laboratory, however a physician questioned the results as they did not correlated to patients' conditions. There were no reports of deaths, serious injuries or change to patient treatment associated or attributed to this event. No issues with other chemistries or system errors were reported. Instrument chemistry controls were found to be acceptable during the timeframe of this event. No sample issues were noted. No additional sample handling/collection information was provided by the customer.